Manufacturer narrative:
Product event summary: analysis confirmed that the head had intermittent telemetry, it failed its uplink test and therefore the cable was replaced. Analysis confirmed that the label was missing and it was replaced. The head failed standby current, positioning display, button and current drain tests and therefore the printed circuit board was replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had intermittent or no telemetry, and may be among the programmer heads returned which were missing their rubber backing. The head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head had intermittent or no telemetry, and may be among the programmer heads returned which were missing their rubber backing. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.